Manufacturer narrative:
H10: additional manufacturer narrative: the device was not returned to edwards for further investigation and no images or medical records were provided. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
Through review of medical article "durability of bovine pericardial mitral bioprosthesis based on heart valve collaboratory echocardiographic criteria", the following event was identified as pertaining to an edwards device: 2 patients with a carpentier edwards perimount implanted in mitral position presented more than moderate intraprosthetic regurgitation after an unknown implant duration.

Manufacturer narrative:
H10: additional manufacturer narrative: this is one of five manufacturer reports being submitted for this article. Refer to medwatch number (B)(4) for events within the same article. The date of the event is unknown; however, according to the article, the study period was from 1984 to 2016. Thus, the first day of the reported study period ((B)(6) 1984) was used as the occurrence date. Article citation: kermen s, aupart a, bonal m, strella j, aupart m, espitalier f, morisseau m, bernard a, bourguignon t, durability of bovine pericardial mitral bioprosthesis based on heart valve collaboratory echocardiographic criteria, the journal of thoracic and cardiovascular surgery (2023), doi: https://doi.org/10.1016/j.jtcvs.2023.11.021. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.